Event description:
Customer complained about the infusion coming off the body. The blood glucose reading is 114 mg/dl. Customer refill the reservoir. Advised customer not to refill the reservoir. Customer stated that the reservoir was filled to 300 units; now it has 100 units and insulin pump screen display 46.4 units. Customer did not see the insulin coming out, she was attached. Husband will take customer to hospital. The blood glucose reading at the time of the event was 40 mg/dl. Customer was connected to the insulin pump during the prime process and received extra insulin. Customer was dizzy, nauseated, hungry, sweaty and confused. The current blood glucose reading is 228 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.